Event description:
A hosp in (B)(6) reported to a fisher & paykel healthcare rep that there was a cut at the junction of an mr290v autofeed humidification chamber water feeder. This was observed prior to pt use.

Manufacturer narrative:
(B)(4). Mr290v humidification chambers are fitted with a waterfeed set tubing and vent spike which connects the chamber to the water source to enable the chamber to be filled with water. The returned mr290v humidification chamber was visually inspected for damage to the water feedset tube. Results: the feedset tube on the complaint mr290 chamber was broken where the tube attaches to the dôme of the chamber, confirming the reported fault. A lot check revealed no other complaint of this nature for the lot# 091003. Conclusion: the feedset tube on the complaint chamber was broken. Visual inspection of the break in the tubing suggests that the damage may have occurred as a result of the tube being pulled away from the dome, possibly due to the spike being caught. All mr290 chambers are pressure tested for leaks and visually inspected for damage prior to distribution, and those that fail are rejected. This suggests that the tubing was torn post production. The damage to the feedset tube was discovered prior to pt use. (B)(4).